Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead (rv) exhibited high pacing impedance. It was suspected that the rv lead may have fractured. The lead was explanted and replaced. The patient was in stable condition.